Event description:
The lens unfolded incorrectly in the patient's eye. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2010-00043 for the delivery device used with this intraocular lens.